Manufacturer narrative:
An event regarding subsidence of the baseplate component involving an unknown insert was reported. Conclusion: based on the limited information provided there is no indication or allegation that device reported in this investigation contributed to the event. The insert would have been explanted as part of removing the reported baseplate when converting the knee to a non-stryker knee system. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr (B)(6). Examined this patient post op about 13 months ago. She complained of terrible pain in her cementless triathlon knee (tritanium). He waited another six weeks and decided to revise her knee. He removed all of her implants except the patella. He implanted a depuy-j&j revision knee. All stryker implants appeared to be solidly ingrown. The tibial component as a size 3.

Manufacturer narrative:
The following other devices were also listed in this report: tibial component size 3; cat# unknown; lot# unknown; femoral component; cat# unknown; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr (B)(6) examined this patient post op about 13 months ago. She complained of terrible pain in her cementless triathlon knee (tritanium). He waited another six weeks and decided to revise her knee. He removed all of her implants except the patella. He implanted a depuy-j&j revision knee. All stryker implants appeared to be solidly ingrown. The tibial component as a size 3.